Event description:
It was reported that the superior vena cava (svc) impedances recently started spiking. No inappropriate therapies were given. It was also reported that the patient alert triggered for intermittent high impedance on the svc coil, possibly due to a fracture. In addition, it was reported that the patient may have been punched at the device implant site.the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 02:15:03. Daily high voltage (hv) lead impedance trend data shows an abrupt increase for svc defib= 55 to 400 ohms peak between (B)(6) 2011.